Event description:
It was reported that a solution set did not allow flow. This occurred during priming of the set. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.